Event description:
Hcp reports pt presented in march of 2005 with signs of infection including fever, redness, swelling, pain and drainage at the location of the ipg device pocket. A culture was obtained of the device pocket when produced staph aureus growth. The pt was treated with both IV and oral antibiotics and underwent total device system explant. The infection has resolved. The hcp reports cigarette smoker: higher risk of infection as a risk factor for this pt. The device was explanted but not returned to the manufactured for analysis.